Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable. Upon further review, it was determined this event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury or reportable product malfunction. As reported, the patients experienced skin irritation, leaking, and granulation tissue after device placement which required antibiotics, kenalog, and silver nitrate treatment. No additional procedures were required. This is not considered intervention to preclude permanent impairment or death. Therefore, this event is no longer considered a serious injury per 21 cfr part 803.3. No device malfunction was reported

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a - additional common name: gbo catheter, nephrostomy, general & plastic surgery, lje catheter, nephrostomy. D2b - additional product code: gbo, lje. E3 - occupation: inventory manager. G45 - PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that leakage at the hub of an ultrathane mac-loc locking loop biliary drainage catheter was identified following placement into an unknown patient. The catheter was placed during an unspecified procedure on (B)(6)2023. On (B)(6)2023, the patient returned to the hospital due to leakage occurring at the hub of the device. The catheter was then removed and replaced with a new like-device. On (B)(6)2023, the patient returned to the hospital a second time due to leakage from the hub of the second catheter. The device was then removed and replaced with a new like-device. No other harm to the patient has been reported at this time. Additional information regarding event details and device return have been requested but are currently unavailable. This report references hub leakage that occurred on 08jun2023. The first instance of hub leakage that occurred on (B)(6)2023 is captured in a report with patient identifier: (B)(6).